Event description:
It was reported that the blood parameter monitor (bpm) was not reading properly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard the previously submitted medwatch related to this complaint. The issue reported was for blood parameter monitor (bpm) 'not reading properly' which was understood as inaccurate values. Additional information was received from the user facility that the issue was that there were blank values. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.